Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens had a central defect. The lens was explanted and replaced by the standby lens in a secondary procedure after two days of initial implantation. Additional information has been requested.